Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The emboshield part # e-6190-01 lot# 454428, referenced in b5 and d11 is being filed under another MFR report number.

Event description:
Study event. Device malfunction: none, symptoms/ae: stroke, time of ae: during procedure. It was reported that during a left internal carotid artery stenting procedure, the patient suffered a stroke, the patient, who has contralateral total occlusion, had transient loss of consciousness for a few minutes after stent implant and prior to post dilatation. Some residual right sided weakness lasted over 24 hrs post procedure. The physician felt it was a minor stroke requiring prolonged hospitalization. Three days post procedure, the patient was discharged to home. The condition is continuing but improving. Although requested, there is no add'l info available.